Manufacturer narrative:
Date sent to FDA: 9/11/2020. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. Mwr-04092020-0000798842 submitted for adverse event which occurred on (B)(6) 2015. Mwr-04092020-0000798849 submitted for adverse event which occurred on (B)(6) 2016.

Event description:
It was reported by an attorney that the patient underwent a hernia repair surgery on (B)(6) 2013 and mesh was implanted. It was reported that the patient underwent mesh revision on (B)(6) 2015 due to recurrent incisional hernia, adhesions, abdominal pain, abscess, scarring, disfigurement and infection. It was reported that the patient underwent mesh revision on (B)(6) 2016 due to recurrent incisional hernia, adhesions, obstruction, abdominal pain, abscess, scarring, disfigurement and infection. Other procedure is captured under separate file. No additional information was provided.